Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power supply and the power motor relay board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message. No patient injury was reported.